Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced persistent hyperglycemia while using the ilet, with cgm indicating ¿high¿ and fingerstick readings up to 456 mg/dl, following recent meal intake and difficulties disconnecting tubing during a shower; the user performed multiple guided supply changes, including switching infusion sets and replacing a previously used cartridge with a new one until insulin delivery and drops were observed, consistent with an improper procedure and a usage issue. Symptoms included hyperglycemia, thirst, stomach pain, and diaphoresis. Outcomes included delay to therapy. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem found and identified a usage problem, with the device component referenced, and at one point no findings available due to insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions, unintended use error contributing to the event, and in part cause not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.